Event description:
Patient reported ¿possible rupture¿ and pain. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿possible rupture¿.

Event description:
Patient reported ¿possible rupture¿ and pain. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported device intact no rupture. Bilateral capsular contracture, baker grade IV reported. Device explanted and replaced. Un-reporting rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported ¿possible rupture¿ and pain. Later healthcare professional reported device intact no rupture. "Capsular contracture baker grade IV" and "ptosis" reported. Capsulectomy performed. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, h6. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.